Manufacturer narrative:
Device remains implanted.

Event description:
This article reported that a patient underwent percutaneous transluminal angioplasty (pta) with a balloon catheter and stenting with the subject stent to treat an intracranial atherosclerotic stenosis on the left internal carotid artery (ica). Angiogram after procedure showed ica and middle cerebral artery (mca) with normal diameters without significant residual stenosis. At 6-month post-procedure, follow-up angiogram showed significant in-stent restenosis (left ica had high-grade (>70%), diffuse in-stent restenosis). The patient had no symptoms. The patient declined interventional retreatment and opted to continue medical therapy with dual antiplatelet therapy and atorvastatin (20 mg). After 5 years of conservative treatment, the patient complained of a mild headache. A diffusion weighted magnetic resonance imaging ((MRI) showed no acute infarction. He underwent follow-up angiography repeatedly and it demonstrated nearly complete regression of the in-stent restenosis despite a conservative treatment. According to the physician, the subject device performed as intended.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, restenosis and headache are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu) and/or clinical studies. Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
This article reported that a patient underwent percutaneous transluminal angioplasty (pta) with a balloon catheter and stenting with the subject stent to treat an intracranial atherosclerotic stenosis on the left internal carotid artery (ica). Angiogram after procedure showed ica and middle cerebral artery (mca) with normal diameters without significant residual stenosis. At 6-month post-procedure, follow-up angiogram showed significant in-stent restenosis (left ica had high-grade (>70%), diffuse in-stent restenosis). The patient had no symptoms. The patient declined interventional retreatment and opted to continue medical therapy with dual antiplatelet therapy and atorvastatin (20 mg). After 5 years of conservative treatment, the patient complained of a mild headache. A diffusion weighted magnetic resonance imaging ((MRI) showed no acute infarction. He underwent follow-up angiography repeatedly and it demonstrated nearly complete regression of the in-stent restenosis despite a conservative treatment. According to the physician, the subject device performed as intended.